Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event also involves product(s) mmt-7841zn, mmt-7040a. No product return is required for mmt-7040a, mmt-7841zn.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Next the pump was programmed with a test guardian link gl4 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿pairing successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. The pump was left connected to the sensor for more than 3 hours. No unexpected sensor errors or connection anomalies were noted. In particular no lost signal alerts were noted. Attempt to upload the pump¿s history and trace files using thump was partially successful with some parsing errors in the pump history file. Attempt to upload the patient¿s data using carelink was successful. The pump detailed trace does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of under delivery and lost signal alerts both were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a high blood glucose alert (hyperglycemia) or potentially an alert related to maximum basal rate delivery. Also, the customer reported the pump was giving a low blood glucose (hypoglycemia) alert, but in reality the blood glucose was normal, and received a lost the sensor signal. The customer's blood glucose was unknown at the time of the event. The event involved product(s) mmt-1884. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.